Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the main coil was broken from the delivery wire and stretched. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the information available and analysis of the device, the reported main coil stretched was confirmed and it was found that the main coil was broken. It is likely that procedural factors contributed to the reported and observed damages limiting the performance of the coil during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
Analysis of the returned product revealed that the main coil was stretched and broken. There was no reported clinical consequences to the patient.